Event description:
Hcp reported a catheter was placed and the physician wanted to move the catheter. An MRI was done which showed the catheter in the spinal cord up to c4. The physician pulled back the catheter with ease and both the catheter and pump were removed. Hcp reported normal neuro exam 24 hours post explant.